Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the speed control was not working properly. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.